Event description:
It was reported by the vernon hills surgery center customer that during a treatment performance with the mgl laser, the first part of the procedure the laser was working properly, but during the second half it started leaving burn marks. The customer refused to give any info (pt skin type, selected settings and possible medication treatment) regarding the issue. Permanent impairment (i.e. Scarring) was not reported. This incident is being reported because serious injury could result due to the increased energy output (20%).

Manufacturer narrative:
A candela field service representative was able to evaluate the unit even though third party services have been used in the past. The fse stated that the cryogen cooling mechanism was out of alignment and that the energy out of the head was 20% higher than specified. The fse also stated that the potential cause of failure might be due to the user changing windows after calibration and the system did not re-calibrate it. The following corrective actions were taken: replaced laser head, replaced water di filter, replaced pump head, hd pcb and cpu I/o board due to f13, (performed alignments and calibration) and replaced aiming beam (performed alignments and calibration). The laser is now functioning per candela specifications.